Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The nurse of a peritoneal dialysis (pd) patient reported that while the patient was performing the pd treatment, the blue pin in the patient connector came loose and fluid started leaking out. The treatment was discontinued. Upon follow up with the patient's spouse, it was determined the patient had not experienced any adverse events as a result of this incident. No antibiotics were prescribed as prophylactic and no effluent culture test was performed. The cassette/tubing set in question was discarded.